Event description:
It was reported that the healthcare provider had mentioned about 'other patients with dilaudid and/or morphine whose pumps weren't working'. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).